Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date, section d medical device catalog, medical device model, medical device serial, unique identifier (UDI) and concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients and orders were not crossing over the server. The technical support specialist (tss) confirmed that the issue was resolved by the hospital information technology team. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that a bd pyxis¿ es server, the patients and orders were not crossing over. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the patients and orders were not crossing over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.